Event description:
Event was reported to caldera medical by an attorney. The pain has suffered infections, urinary urgency, difficulty emptying bladder, scarring, painful intercourse, pelvic pain, mesh erosion, abdominal pain, interstitial cystitis, ibs, high blood pressure, fatigue, nerve pain. No further information has been provided.